Event description:
Healthcare professional reported a left side "implant exchange surgery." Healthcare professional later reported "significant capsule" and "leak and tear with removal." Healthcare professional additionally reported "capsular contracture baker grade iii" and "intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, one opening assessed as surgical damage. ¿capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿stress marks are observed assessed as non-penetrating nick.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side "implant exchange surgery." Healthcare professional later reported "significant capsule" and "leak and tear with removal." Healthcare professional additionally reported "capsular contracture baker grade iii" and "intracapsular rupture." Device has been explanted and replaced.